Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation, a leak occurred. A 1.25 mm rotablator rotalink plus was selected for use. While flushing the device during preparation, a fluid leak was noted in the sheath of the burr catheter nearly 20-30cm proximal to the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the rotablator rotalink plus 1.25mm unit was returned for this complaint. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. Tightened marks were noted where the hemostasis valve was tightened. An attempt was made to wet test the device and the sheath leaked approximately 78cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).

Event description:
It was reported that during preparation, a leak occurred. A 1.25 mm rotablator rotalink plus was selected for use. While flushing the device during preparation, a fluid leak was noted in the sheath of the burr catheter nearly 20-30cm proximal to the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.